Event description:
In 2002, site reported that the gate of the transfer device would not open. A complaint file was initiated, and a return materials authorization number was issued to the site. Six days later, the site reported that one of their personnel (not the initial complainant) had attempted to use the device, and one radioactive seed was no longer contained in the closed system. All radioactive materials were accounted for and will be returned to novoste.